Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR : 16may2019. The blower assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the blower assembly revealed no evidence of damage or contamination. The blower assembly¿s end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The blower assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned blower assembly passed all testing, and no errors were generated. During the inspiratory and expiratory ventilation no abnormal sounds have been observed. The reported complaint of a noisy blower was not duplicated, no fault was found on the returned blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/01/2019. No phone number provided. The manufacturer¿s international customer specialist confirmed the reported issue. A credit was issued to the customer; no replacement sent.

Event description:
The customer reported a defoa - blower noise. There was no patient involvement. Event date not specified; estimate used.